Manufacturer narrative:
(B) (4). Incision sutured. (B) (4).

Event description:
The reporter indicated the technician tore an aq2015a silicone aspheric three piece lens while loading into the cartridge. The lens was inserted into the patient's eye and the incision was enlarged to remove the lens. Sutures were required to close the incision. Another same model lens was implanted.